Event description:
It was reported that during the procedure, the probe was used, but no waveform appeared on the nim screen. The product was replaced with a new one to continue to be used. There was no patient injury.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the probe and handle were returned in a plastic sleeve (non-original packaging). Upon return, the probe was inserted into the handle. No traces of contamination or damage were observed on either the probe or the handle. Electrical resistance of the complete handle assembly was measured at 0.29 ohms, which is within specification (less than 0.3 ohms). The device was connected to a nim system and tested using a 1.0 ma stimulation current and a 100 ¿v threshold. When stimulated with a patient simulator, the system consistently delivered 1.0 ma and produced a waveform and event tone greater than 200 ¿v. No anomalies or functional issues were identified during analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: previous codes b21, c21 and d16 are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.